Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
It was reported by the consumer that they had experienced eye pain and bloodshot eyes within 3-5 days of inserting new contact lenses. The consumer examined their lenses and found that they were split (torn) and/or had jagged edges. On (B)(6) 2015, the consumer went to a hospital due to photophobia and extreme eye pain when removing their lenses. The consumer was informed that they developed an eye infection and received antibiotics. Cvi contacted the consumer's ecp's office and was informed that no medical treatment was provided at their office. A reasonable and good faith effort was made to obtain additional medical information from both the consumer and treating hospital without results.